Manufacturer narrative:
Product ID: 37761; lot#serial#: (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot#: (B)(6); h3: analysis of the 37761 desktop charger (dtc) (s/n: (B)(6) revealed a broken connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient had a broken/loose desktop charger (dtc) connector pin (the patient first mentioned that the connector pin was stable but then said it had been loose for several months but they were still able to recharge). The patient was unsure if the connector pin became loose/bent in 2020 or 2021. They noted that they hadn't recharged for a few months and when they went to recharge on sunday, the recharger screen was totally blank/unresponsive. They were able to connect with their patient programmer and it showed they still had one bar of battery left for their implantable neurostimulator (ins). The green light on the dtc was on and they noted that they always leave the recharger plugged into the dtc. The dtc was inspected and looked good. The connector pin was not straight in but it had always been like that and worked. The patient insisted on having both the recharger and dtc replaced as their ins was almost depleted and they were worried they would have to go to the hospital to get it recharged (the ins was in patient's chest). The issue was not resolved.